Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that there is a conduction abnormality due to flooding inside the scope connector, damage to the electrical contact part of the connector, damage to the base, etc., but it could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the colonovideoscope had an e315 scope error. The issue occurred during an unspecified procedure. The patient was not under any anesthesia. There were no reports of delay, patient harm, injury, or death.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.